Manufacturer narrative:
Additional information was received indicating that some of the information previously reported applied to a different device/patient. This medwatch has been corrected and information pertaining to the other device was submitted on the report number referenced in h10. Corrected: a1, a2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a left ventricle perforation occurred. The valve was not implanted. Pericardiocentesis was performed and the patient was taken to the operating room (or) for surgery. The patient subsequently died the same day. The physician indicated that the procedure contributed to the death.

Event description:
It was reported that prior to the attempted implantation of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the presence of a previously implanted non-medtronic aortic valve that had failed. The delivery catheter system (dcs) was advanced through the patients right femoral artery, which had a minimum diameter of 4.6 millimeter's (mm). During the procedure, a left ventricle perforation was observed. Subsequently, the dcs was withdrawn from the patient without implantation of the valve. As the dcs was being withdrawn, a perforation was noted at the access site. Subsequently, a stent was placed in the patients right femoral artery and pericardiocentesis was performed. The patient was taken to the operating room for surgery, but the patient ultimately died. Per the physician, the left ventricle perforation was the cause of death. Additionally, the physician reported that the procedure contributed to the patient death, and the dcs in combination with the patients calcified anatomy and failed non-medtronic valve contributed to the access site perforation.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.